Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, the imaging system does not complete initialization of the x-ray and motion. The site rebooted the system and the issue resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.